Manufacturer narrative:
H.10: the stirrer motor was replaced to solve the reported issue. The most likely root cause of the reported issue is associated to stirrer motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Manufacturer narrative:
H.10: no service activity has been scheduled yet for this unit. However, based on previous investigation findings on similar cases, the most likely root cause of the reported error code is a electric/electronic defect of the stirrer motor circuit board or a mechanical failure of the stirrer motor due to corrosion of the bearing (environmental conditions such as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may led to rust formation at the level of the bearing preventing motor to turn freely). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during priming. There was no patient involvement.